Event description:
Sudden functional impotence without trauma. On x-ray, fortuitous discovery of a fracture of the alumina ball of the total hip prosthesis. Surgery recovery to replace the hip prosthesis.

Manufacturer narrative:
(B)(4) jul 22 2022: answers to pcf (provided by the customer on (B)(6) 2022): intervention performed on the patient, seen at the consultation about ten days ago following an audible crack that occurred three weeks earlier at the level of the right hip. The patient has no particular trauma. It describes hip-centered pain and the radiographic evaluation reveals a fracture of the ceramic ball of this total hip prosthesis implanted more than 20 years ago. It was a hybrid prosthesis whose femoral stem was sealed and the acetabulum impacted while the interface was alumina-alumina. The patient was therefore hospitalized to allow the complete pre-operative evaluation with in particular vascular and cardiological evaluation. The hospitalization made it possible to limit the movements to the maximum in order to prevent the ceramic femoral ball from pulverizing. The prosthesis change took place 1 month after the cracking. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. The investigation could not verify or draw any conclusions about the root cause of the reported event without the device to examine. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation was performed for the finished device product code:9111121 and lot-1129696, and no non-conformances / manufacturing irregularities were identified a-7662712 - jul 22 2022 answers to pcf (provided by the customer on (B)(6) 2022): intervention performed on the patient, seen at the consultation about ten days ago following an audible crack that occurred three weeks earlier at the level of the right hip. The patient has no particular trauma. It describes hip-centered pain and the radiographic evaluation reveals a fracture of the ceramic ball of this total hip prosthesis implanted more than 20 years ago. It was a hybrid prosthesis whose femoral stem was sealed and the acetabulum impacted while the interface was alumina-alumina. The patient was therefore hospitalized to allow the complete pre-operative evaluation with in particular vascular and cardiological evaluation. The hospitalization made it possible to limit the movements to the maximum in order to prevent the ceramic femoral ball from pulverizing. The prosthesis change took place 1 month after the cracking. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
19 dec 2022, new information received from the customer : implantation date : 2003.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.